Event description:
On 06/15/06, nellcor puritan bennett received a report where it was claimed that a 10lpc tracheostomy tube developed a leak betweent he inner and outer cannula. No further information was provided.

Manufacturer narrative:
The sample associated to this report is not available for evaluation. The reported complaint made is being addressed in a manufacturing CAPA.